Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc). The lead was subsequently noted to have dislodged. The patient underwent a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.